Event description:
It was reported that this implantable pacemaker system exhibited a sudden increase in the right atrial (ra) lead capture threshold, along with an increase of the pacing impedance. In addition, a manual atrial threshold check in-clinic showed intermittent capture. Further review and recommendations were requested to technical services (ts). Ts discussed there is no evidence of noise on the ra lead and if would be beneficial to evaluate the device configuration. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system exhibited a sudden increase in the right atrial (ra) lead capture threshold, along with an increase of the pacing impedance. In addition, a manual atrial threshold check in-clinic showed intermittent capture. Further review and recommendations were requested to technical services (ts). Ts discussed there is no evidence of noise on the ra lead and if would be beneficial to evaluate the device configuration. Ts reviewed the most recent download and some farfield oversensing was observed. Additional programming options were provided to address this observation. The device system remains in service. No adverse patient effects were reported.